Event description:
Report received of an alarm alert delaying pain mgmt therapy resulting in hospitalization of the pt. The pt was receiving pain mgmt therapy with morphine sulfate 50mg/ml. The pump was programmed in the continuous + bolus mode to deliver 725mg/hour with a bolus dose of 135mg every 10 minutes. It was not known if there was a 4-hour limit. The pt experienced an error 124 code at 4:30am in 2000. It was reported that the cassette was changed, the bag was changed, the optics were cleaned and the batteries were changed 2 times without resolution of the alarm. There was a 2-hour delay in getting a replacement pump to the pt. The pump was replaced, but it was reported that they were unable to regain control of the pt's pain. According to the customer contact, the pt was hospitalized in order to regain pain control. No details of the hospitalization were available.